Event description:
The patient reported the cannula did not deploy during activation. No patient consequences were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone; phone_control_ios. Cloud - omnipod 5 software app version; 1.1.5. Cloud - smartphone operating system; 18.3. Cloud - smartphone hardware; iphone17.1. Cloud - cgm sensor type; g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.